Manufacturer narrative:
One device was received for investigation. The reported issue was confirmed during functional testing and visual inspection when the reported issue was verified. Additionally the device upstream occlusion seal was observed to be deformed; an issue that could result in a hazardous situation, therefore making this investigation reportable. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The device upstream occlusion seal were replaced and the device passed all testing.

Event description:
It was reported that the lcd shattered and the lcd ribbon cable socket was damaged. The event occurred during testing. Investigation findings identified damage to the upstream occlusion seal, an issue that could result in a hazardous situation, therefore making this investigation reportable.